Event description:
It was reported that a light sensitive drug set ruptured on the part of the line which goes inside the pump. This occurred during infusion with an unknown pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported event. Visual inspection revealed a small cut approximately 0.20cm on the tubing. Gravity testing was performed with a leak observed to be coming from the hole in the tubing. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.